Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening and were displaying a blank screen. A technical support specialist (tss) reset cubex application and the issue resolved. The system functioned as intended after technical support specialist troubleshot the issue. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.